Manufacturer narrative:
The actual sample was received at the plant for analysis. The returned unit was labeled for single use. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. After the luer cap was removed, continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor would not flow. This occurred while filling the device with sodium chloride. There was no patient involvement. No additional information is available.